Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was out of helium, but that they were unable to replicate the issue. The unit passed all functional and safety tests.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit stops inflating. Unit stops every 2 hours. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.